Manufacturer narrative:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with alleging sinuses issues. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the pil and observed a dust-like contaminant on the ui display bezel, top enclosure, center enclosure, iso port, inside the inlet of the blower box, on the blower, blower seal, blower box, heater plate, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the top enclosure, iso port, and heater plate. Hair-like particles were observed on the top enclosure, blower seal, and bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. In box-h: evaluation method code, evaluation result code, component code and conclusion code has been updated in this report. Pil was not able to confirm the complaint, or address the symptoms specified. There were six errors has been identified. The device was scrapped.

Event description:
The manufacturer received information in relation to dreamstation 2 advanced auto CPAP. The manufacturer received information alleging sinus issues. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.